Event description:
During laparoscopic cholecystectomy, the plastic tip (less than 1 inch long) of the trocar broke off. It was discovered in the abdomen, but was unable to be removed. Decision was made to allow it to remain in abdomen. Pt stable. MFR notified. Remaining trocars removed from stock.